Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors that could have led to the device arcing includes: maintaining the recommended suction and/or ensuring saline delivery is only intended to facilitate the formation of plasma, or coming into contact with a metal object such as a mouth guard. The instruction for use (¿IFU¿) contains other warnings and precautionary statements to adhere during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device sparked during use. It went into patient's mouth but did not have blood or tissue exposure. No patient or user injury or other complications were reported.